Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2013-00073. It was reported that during a dilation treatment procedure, the catheter froze on the wire. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified proximal anterior tibial below the knee. This ultra-thin diamond balloon catheter was selected; however, during introduction the balloon catheter became kinked and stuck on the 0.35" zipwire guide wire. Once withdrawn from the patient no damage noted to the wire. The procedure was completed with a 3x15mm sterling balloon catheter and a 0.018" non-bsc guide wire. No patient complications were reported.